Event description:
It was reported that the t-max ii shoulder exposure positioner assembly did not hold position during a shoulder procedure. The procedure was completed with the same device. No delay was reported. No injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.